Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was dislodged from the set screw bore. The displacement of the set screw prevented engagement of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an implant procedure, it was noted the set screw on the device header was stripped and unable to be tightened. A new device was used to resolve the event. The patient was stable.